Event description:
The pressurewire x, wireless was used for ffr measurement, but a coronary dissection occurred. The event was solved without sequelae. Angioplasty was also reported in this event.

Event description:
The pressurewire x, wireless was used for ffr measurement, but a coronary dissection occurred. The event was solved without sequela.

Manufacturer narrative:
An event of dissection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use states that perforation is a potential complication which may be encountered during all catheterization procedures. The pressurewire instructions for use states that vessel dissection is a potential complication which may be encountered during all catheterization procedures. Additionally, torqueing the pressurewire without observing corresponding movement of the tip may cause vessel/ventricle trauma. The pressurewire instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur.